Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was check prior to exchanging the pacemaker for eri. When a magnet was placed on the pacemaker, the device was found to be in backup vvi. The device was unable to be checked through the programmer. The pacemaker was explanted and replaced without further incidence. The patient was discharged.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory due to review of device image. The reported field event of failure to interrogate was not confirmed. Device image analysis showed that bvvi occurred due to corruption caused by low battery voltage. The original battery had depleted due to normal eol level. The device was tested on the bench and no anomalies were found.